Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2267 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) center to report an alarm on the homechoice (hc) machine during therapy, patient connected. During troubleshooting, the technical service representative (tsr) reviewed the alarm log and found a system error (se) 2267 and se 2367. The patient was connected at the time of the alarm and the cause of the alarm was undetermined. The patient would finish therapy via manual exchange. There was no patient injury or medical intervention reported. Baxter product surveillance contacted the peritoneal dialysis (pd) nurse on (B)(6) 2011, who stated she was aware of the alarms and the patient was doing fine and resuming therapy as usual. The pd nurse stated she didn't know the cause of the alarm and reported no injury or medical intervention.